Event description:
Pt reports they are going to the hospital as they are having tubing issues. Pt did not specify exactly what seems to be the issue with the tubing. Unknown if md aware. Tubing lot number unknown. No further information, details or dates available. No pump issue reported. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.